Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing confirmed when pump was left without power for 1 hour and pump was powered back on it had returned to the default time and date. A timekeeping accuracy test was performed. Pump maintained time accurately during 5 day duration test. The pump was opened and the internal battery was found to be leaking. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Manual time change from 10:45pm to 10:45am on (B)(4) 2013. Dates in total daily dose history are inconsistent changing from (B)(4) 2013. Daily insulin delivery totals appear inconsistent due to time and date issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient experienced low blood glucose levels as low as 45mg/dl and required assistance to treat on (B)(6) 2013. The patient reportedly was off of the pump but when they resumed the pump on (B)(6) 2013 they set the time incorrectly (switched the am vs. Pm). The patient reportedly began having low blood glucose levels in the morning each day. The patient would treat with juice. The patient fixed the time to be correct and their issues have resolved. This report is being made based on the indication that the patient experienced low blood glucose levels, which required the assistance of another person to treat, due to use error.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.